Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during setup the unit did not recognize that the device was locked. There was no patient involvement and no harm reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that during setup the unit did not recognize that the device was locked. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the dso seal cracked. The complaint was confirmed and replaced dso seal and latch/lock assembly. The performance verification testing was performed and passed all testing criteria.